Manufacturer narrative:
This supplemental report is being submitted to provide additional information received and device evaluation. There were no injuries or nor any medical intervention as a result of this event. The current status of the patient is good. The procedure was completed using the same device. The tip of the device broke at the end of the procedure and one fragment fell into the abdominal cavity. There was no delay in the procedure. There were no error code, alert tones or alarms that occurred. The device was inspected prior to use and everything seemed normal. The device has been returned and a product investigation completed. No manufactured date is available at this time. The user¿s complaint was confirmed. A visual inspection was performed on the received condition and discovered the probe tip broken off from the distal end side. Approximately 20mm of the probe tip is missing, which was not returned for evaluation. Additionally, a piece of tape was found near the middle portion of the probe; the purpose of the tape being left on the device could not be determined. The probe tip breakage can occur, if the following is performed, based on the information provided in the IFU: do not contact the probe with any hard objects (e.g. Metal clips or other instruments). Do not grasp the probe when ultrasonic output is activated. Avoid accidental contact with the probe. Ultrasonic vibration can result in excessive wear and damage to, or detachment of the probe. Furthermore, the insulation (black) on the insertion section was exposed, revealing metal. The damage to the insertion section's insulation begins at approximately 67 mm from the distal tip. The insulation is missing a section, that was not returned for evaluation (approximately 5 percent of the sheath is missing). The IFU and preventative maintenance manual for this device, indicates and cautions the following: when attached to a trocar tube whose open section has a sharp edge, strong contact could cause the insertion section¿s insulation to peel off or other damage. Prior to use, attach the instrument to the trocar tube and confirm that the insulation is not damaged (for sonosurg scissors 5 mm o.d., hf series only). When using the instrument in combination with the trocar, do not apply strong bending pressure to the insertion section. If the instrument comes in strongly contact with the opening of the trocar tube¿s insertion section, it could cause the insulation on the instrument¿s insertion section to peel off and/or cause other damage to the instrument. If a laser instrument is also used during the procedure, do not allow the laser to strike the insertion section of the instrument. Laser exposure may damage the instrument¿s insulation, which may result in current leakage. Cleaning and/or sterilization are repeated under conditions other than those specified in the instruction manual. A trocar with a sharp edge in the opening is used and the insulation coating is scratched by the edge.

Manufacturer narrative:
There is no patient information or additional event information available at this time. The device is not returned, as such a definitive root cause of the reported complaint cannot yet be determined. Manufactured date of the device is not available at this time. A supplemental report will be filed as the information becomes available.

Event description:
The reported event stated that toward the end of the therapeutic cholecystectomy procedure the tip of the device probe broke and fell into the patient. The broken off piece was retrieved from the patient. There was no adverse impact to the patient.